Manufacturer narrative:
User facility personnel observed a small amount of smoke inside the back of the washer and utilized a fire extinguisher. The smoke alarm did not activate. No injuries were reported. The washer was removed from service and the user facility contacted (B)(4), steris's distributor who services the washer. (B)(4) personnel arrived onsite to inspect the washer. The heater area in which the water heater element is located was disassembled for inspection. During inspection of the components, it was found that one of the contactors was melted. As the contactor sustained damage, it did not activate the water heater element to turn off subsequently causing the reported event. The user facility did not want the washer subject of the event repaired and has since purchased a new washer. The washer subject of the event was manufactured in 2010. (B)(4) performed preventive maintenance in january 2018 when no issues were noted with the function or operation of the washer.

Event description:
The user facility reported that following a completed cycle, an employee removed an instrument rack and observed the heater element located inside the washer's chamber sump was "red". User facility personnel turned off the power to the unit.